Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker exhibited noise oversensing and pacing inhibition on the ventricular channel. Boston scientific technical services (ts) reviewed the available data from the device and found that the rv impedance and threshold measurements are within normal limits. Potential mechanical failure of the implanted rv lead is suspected, and further evaluation was recommended, which includes electrical measurements, patient maneuvers and x-ray imaging. At this time, the rv lead details is not available, but additional information was requested. The device remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. The leads were tested, and provocation maneuvers were performed, but no noise could be replicated. Further pocket manipulation tests were conducted, and no abnormalities were found. No additional adverse patient effects were reported. Several attempts were made to locate the device, but no response was received. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited noise oversensing and pacing inhibition on the ventricular channel. Boston scientific technical services (ts) reviewed the available data from the device and found that the rv impedance and threshold measurements are within normal limits. Potential mechanical failure of the implanted rv lead is suspected, and further evaluation was recommended, which includes electrical measurements, patient maneuvers and x-ray imaging. At this time, the rv lead details is not available, but additional information was requested. The device remains in service and no adverse patient effects have been reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. The leads were tested, and provocation maneuvers were performed, but no noise could be replicated. Further pocket manipulation tests were conducted, and no abnormalities were found. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this pacemaker exhibited noise oversensing and pacing inhibition on the ventricular channel. Boston scientific technical services (ts) reviewed the available data from the device and found that the rv impedance and threshold measurements are within normal limits. Potential mechanical failure of the implanted rv lead is suspected, and further evaluation was recommended, which includes electrical measurements, patient maneuvers and x-ray imaging. At this time, the rv lead details is not available, but additional information was requested. The device remains in service and no adverse patient effects have been reported.